Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot#serial#: unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-apr-21 mse1508251, sap ecc service repair - 000304609915 and eml attachment (for, hcp): information was received from a foreign health care provider (for, hcp) regarding a patient receiving intrathecal morphine 20 mg/ml with an implantable pump. It was reported that a call was received from an hcp and was forwarded to technical services by a sales rep. The hcp had questions regarding the procedure of a catheter examination with a contrast agent. The hcp reported about a patient with no therapy effect. The drug in the pump was morphine 20 mg/ml. The residual volume of the pump should be around 1 ml but it was effectively 14 ml. The hcp asked for possible troubleshooting with contrast agent. Technical services explained the procedure. The hcp stated that they wanted to think about the next steps. They would probably start with the contrast agent study and then potentially with a catheter revision. Additional information received indicated that technical services discussed with the hcp the procedure of the catheter imaging with contrast agent and pointed out the weaknesses of this procedure in the case of a suspected catheter blockage.